Event description:
Malfunction: case delayed. The facility biomedical engineer reported a system message displayed. The system will not perform the air exchange. There was a delay in the case. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the system message reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicates no additional related reports for the system. (B) (4). (B) (4). (B) (4).